Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scissors of the harvesting cannula wouldn't work. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. Failure analysis performed in march 2004 determined that the toggle was loose causing the scissors not to open or close. This is a reportable malfunction.